Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 1. The drain volume was 4308ml, which meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice return instrument test / evaluation (rite) electrical test but failed the rite functional test due to a system error (se) 2390 and 1007 alarm. Troubleshooting of the device by the product analysis lab revealed the se alarms occurred repeatedly; therefore, no further device testing could be performed. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be: insufficient drain- false empty detect and use error; inappropriate bypass of the low drain volume alarm. The label review found the labeling adequate for the use error in this complaint. Review of the service dates and activities revealed the previous return of the device was not for iipv and no issues were identified that may have contributed to the issue of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).